Event description:
The sales rep has reported that the stem has fractured and a new implant design has been requested under new bme (B)(4).

Manufacturer narrative:
After 7 years in place, the stem of the device has been reported as fractured. The explant was not returned for evaluation, thus no cause for the fracture has been identified. A new distal femur has been successfully implanted with no reported complications. This complaint is being closed and is being tracked and trended.

Event description:
This is a supplemental report of 300410561-2015-00044 ( (B)(4)).

Manufacturer narrative:
A review of the manufacturing records for this device was performed with no non-conformances identified. The device is not yet available for evaluation as it is currently implanted in the patient. A supplemental report will be provided.